Event description:
This patient is intubated and the endotracheal tube was secured by the "et-care antimicrobial endotracheal tube fixation device" (lot number j359), but the plastic part of the bite block snapped in half, almost compromising this patient's airway. FDA safety report ID #:(B)(4).